Manufacturer narrative:
Despite multiple attempts by email to the customer on 12/16/2024, 05/26/2025, 05/30/2025, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device, and it has been concluded that if the product were defective, it would not impact the established risk assessment for the product. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information regarding an everflo concentrator device. There is an allegation that while using the device, they heard a bang from the equipment and saw a flame coming out of the concentrator. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.